Event description:
It was reported that a patient presented via merlin.net transmission showing 2 counts of ventricular noise reversion and 28 counts of atrial noise reversion due to emi. One v noise episode inhibits pacing. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.